Event description:
As a result of going through about a three-month process of getting the rxsight light adjustable lens plus (lal+) implanted in my eyes at the time of cataract surgeries in (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025) followed by having one ultra-violet light adjustment to the lens in each eye and then two additional ultra-violet light, locking-in procedures to the lens in each eye with my last locking-in procedures on (B)(6) 2025, my eyes and vision have been compromised. The uv light procedures utilize an rxsight light delivery device (ldd). My lenses were set for mono/blended vision with my right, dominant eye set for distance, and my left, non-dominant eye set for closer vision. Each locking-in procedure diminished my vision and the quality of my vision. I also have distorted, warped vision in the evening, which affects the quality of my life. I see starbursts, glare and halos. Also, oncoming automobile headlights and some other outdoor lights look like "california tuna sushi rolls" with white, black and red rings; that is coming from my left eye. To note, I experienced much more than "minor discomfort" during my first locking-in procedure on my left eye, which has never physically felt the same. Since beginning this process, my eyes have also become hypersensitive to most outdoor light conditions whether, sunny, hazy, cloudy or rainy and various types of lighting found in stores such as fluorescent lighting. I require sunglasses outdoors. I also require ·daily drops for dry corneas, which I never needed or used prior to this process. Had I been warned about several of the rxsight-known precautions prior to my procedures, I would never have agreed to these lenses and this process. The brochures and literature I received from my ophthalmologist were misleading and had is information. The disclosure/consent forms I signed were for the lals, but I had lal+s (with the addition of extra depth of focus (edof) and activshield for enhanced uv protection implanted), which were never proven to be safe and effective in clinical trials. The directions I was given by the adjuster (an aprn, not a doctor, for four out of the six uv light procedures) and my ophthalmologist for the first two uv light locking-in procedures during my uv light procedures did not match the directions in an rxsight patient guide, which I could only access after my procedures. According to that rxsight patient guide, I was told incorrect directions during my treatments since I was asked to stare straight and to not follow the green light. The green light was never in the center of the screen where I was directed to tare. Rxsight directions seem to lack specificity, not followed by adjusters, miscommunicated between rxsight and the adjusters and/or between the adjusters and patients. Consequently, I think I had non-fixated light adjustments, which ophthalmologist/surgeon dr (B)(6) in (B)(6) reported to rxsight, inc. And the FDA at cdrhdeviceallegations@FDA.hhs.gov -refer to document (B)(4), as a serious problem that can lead patients to having potentially compromised final vision, which I have. Other ophthalmologists have publicly stated that the lens itself may be changing with adjustments and/or after locking-in procedures and a physician/ recipient publicly stated that the edof diminishes distance vision in bright light. Ophthalmologists such as dr. (B)(6) in (B)(6) publicly stated he is no longer using these lenses since they are not standing the test of time. Dr. (B)(6) in (B)(6) has been removing some of these lenses due to patient complaints, which is specially challenging after these are locked in. Based on my experience along with phone conversations with at least thirty other rxsight lens recipients with poor outcomes, these lenses especially the lal+ should be recalled until these are proven safe and effective in clinical trials so that no other patient will be harmed by these lenses and/or the rxsight light delivery device process. Health effect code: 2330, 2138, 4471. Device problem code: 2682. Ref report: mw5186090.